Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. (Other): the programmer files were reviewed. Conclusion: episodes recorded on (B)(6) 2010, revealed presence of non physiological signals; because of these oversensing events, pacing was inhibited. This phenomenon could be related to a connection issue, or more probably to a lead issue (insulation or conductor fracture). Because of high frequency of this phenomenon, evaluation of a re-intervention should be considered to check proper lead operation (visual check, electrical tests / sensing test lead disconnected).

Event description:
Reportedly, the patient was symptomatic. On (B)(6) 2010, at the follow-up, the physician has observed that ventricular runs dated (B)(6) 2010 were recorded in the holter memory. The physician has performed provocative testing to reproduce the observed episodes without success. The physician requested analysis of these episodes.